Event description:
It was reported that a (B)(6) female patient, underwent a paroxysmal atrial fibrillation procedure with a thermocool® sf nav bi-directional catheter and 18 days after the procedure, patient presented 38 degrees fever with chest and back pain which required chest computed tomography who showed an esophageal perforation at the level of left atrium with pericardial effusion and mediastinal air. Pericardiocentesis was performed and medication administered. The patient¿s medical history is unknown. The esophageal fistula was repaired and patient was reported to fully recover at the time the complaint was reported. Settings during the event include: power of 25 watts with 30 second duration, monitoring of esophageal temperature and cold water infusion through gastric tube for esophageal cooling. The awareness date for this record is 4/26/15 because the information was got by the conference presentation at the annual meeting of the japanese circulation society on this date.

Manufacturer narrative:
The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. The device history record (DHR) review cannot be conducted because no lot number was provided by the customer. Since the lot number is unknown, the full UDI number cannot be provided. (B)(4).